Event description:
As reported by the user facility: overdose of drug: a malfunction of the device caused a device alarm. Simultaneous a bolus were given by the device.

Manufacturer narrative:
(B)(4). (B)(4) (importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). (B)(4). The device is currently on shipping from the customer ((B)(6)) to bbm laboratory in (B)(4) for investigation. A f/u report will be provided after the inspection results are available.